Manufacturer narrative:
Follow-up #1 date of submission 06/28/2012-device evaluation: the pump has been returned and evaluated by product analysis on 05/31/2012 with the following findings: a 'no cartridge detected' warning was observed in the black box at 8:32 pm on (B)(6) 2012. The pump was exercised for 24 hours with no alarms or warnings observed. The force sensor was found to be out of calibration. An intermittent force sensor connection was found on investigation. Correction number: 2531779-03/24/2010-003-r.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient claimed that the animas pump did not detect the cartridge during priming. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported due to the alleged no cartridge detected issue.